Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that device did not show ok in the device's readiness display but showed the battery and attention icons due to internal hlc batteries being depleted. A leakage current of 20 milliamps was measured on filter, designator f11 on the analog pcb assembly for 20 seconds and then it went to 0 micro amps. A variable leakage current of between 0 and 321 micro amps was measured on filter, designator f11, during humidity testing. The cause of the reported failure was determined to be due to process residue contamination on filter, designator f11 which caused excessive leakage current and premature depletion of the internal hlc batteries.

Event description:
It was reported to a physio-control customer service representative that the customer's device showed a battery icon and an attention icon in the device's readiness display. The device would not stay on. There was no patient use associated with the reported event.